Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with an unknown gel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with a 490cc mentor memorygel right breast implant and a 440cc mentor memorygel left breast implant on (B)(6) 2019.